Event description:
Caller reported a malfunction on pump with a specific malfunction code displayed. There was no adverse impact to the customer's blood glucose level. Technical support determined the issue could not be reset and arranged to replace the malfunctioning pump. Caller was instructed in storage procedures and return protocols for the faulty pump, and acknowledged the need to program replacement pump settings and connect it to the cgm. Replacement pump was sent to caller by technical support without requiring a delivery signature.